Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a pump alarming and keys not responding is a keyboard failure; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the pump was alarming, but the keys would not respond, patient took the batteries out, but the pump continued to alarm. Patient states the cassette appears empty. Reservoir volume: 10.8. No adverse patient effects were reported by the customer.